Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A compressor mini was reported outputting water in the air to a connected ventilator. The service engineer found a bad cable connection, replaced it and the thermoelectric cooler. The thermoelectric cooler was went back for further investigation. Pictures of the cable were also sent. Simulated use testing of the received the thermoelectric cooler could not reproduced the described customer issue and was found working as expected. Review of the received photo indicated that the cable was not looking according to specification. It had visible oxidation and looked burnt. Our conclusion is that the cable connection caused an open circuit and was the cause to the event. Note. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The root cause of the damaged cable connection has not been determined.

Event description:
It was reported that a wire in the compressor was found burnt. There was no patient involvement. Manufacturer's ref #: (B)(4).